Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
A healthcare professional reported that a patient experienced ¿grade IV bilateral capsular contracture were detected in imaging tests¿. Healthcare professional later reported rupture. The device has been explanted and discarded.

Event description:
A healthcare professional reported, that a patient experienced ¿grade IV bilateral. Capsular contracture were detected in imaging tests¿. Healthcare professional later reported, rupture. The device has been explanted and discarded.